Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was observed to be kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No damages or defects were noted to the formed needle or bottom housing that would contribute to skin condition swelling at the infusion site. The investigation could not conclusively determine if the soft cannula damage contributed to the reported skin condition swelling event as the timing of the damage could not be determined. The exact cause of the reported skin condition swelling could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 400 mg/dl, while wearing the pod longer than 48 hours on the infusion site (arm). As treatment, the patient gave a correction bolus and changed out the pod. The site was swollen.